Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient regarding the patient with an implantable neurostimulator (ins). It was reported that the patient stated ¿sometimes this thing has a mind of it¿s own¿. They stated that ¿sometimes they will feel like a weird, like something was not working and it jumps to another program¿. They stated that they will use the controller to adjust stimulation and ¿reboot it¿ which resolved the issue ¿for a month¿. They stated that they discussed this issue with their healthcare provider (hcp) and they stated that they were able to resolve the issue with the controller.